Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2011 ,the patient presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was a de novo, totally occluded ostial lesion located in the proximal left anterior descending artery (lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with predilation and placement of a 3.50x16mm promus element stent. Following intervention, residual stenosis was 0%. Six days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with progression of coronary artery disease and was referred for cardiac catheterization. In (B)(6) 2014, the patient was admitted for further treatment. The following day, coronary artery bypass graft (CABG) was performed to treat the 60% stenosis in the mid lad and also, a sequential radial graft was placed to the first obtuse marginal artery, second diagonal artery and posterior descending artery(pda) on the same day. Seven days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin.